Event description:
During an ablation procedure, a perforation occurred. A pericardial tap was performed and the pt was reportedly stable in critical care unit (ccu).

Manufacturer narrative:
The cool path catheter was returned and visually and functionally examined. Results of the testing are as follows: no abnormalities were found. The mechanical and electrical functional test was conducted and it meets spec. The cool path catheter was visually inspected before use and no damage was observed. No visual abnormalities were noted on catheter upon removal. No insertion or removal difficulties were noted during procedure. The physician stated that the catheter was stiff. All cool path catheters are 100% inspected in-process and at final inspection for electrical and mechanical integrity to ensure they met the spec requirements. In addition, the catheter design has been validated to meet the buckling load requirement (simulation of force required to perforate tissue) of less than 200g. Buckling load testing was conducted on return catheter and it meets buckling load requirement. The instructions for use (IFU) states that "vascular perforation is an inherent risk and that the catheter shouldn't be forced into the vessel." The sjm ensite array catheter, sjm response catheter and a competitor generator were used during ablation procedure. The ensite array catheter was returned for eval. Visual and functional testing revealed no anomalies. No info was available regarding the model or lot number of the sjm response catheter. This event is being tracked and monitored for significant trend occurrence.